Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare ('fph') representative, that during initial set-up of an mr850 respiratory humidifier with a breathing circuit manufactured by medical innovations (model 540ami1233), sparks, flames and smoke occurred. The hospital further advised that the following associated devices and/or components were used in conjunction: medical innovation's ('med-in') nasal CPAP with 'f15' driver (B)(4), fph's 900mr869 temperature sensor, fph's 900mr859 heater wire adapter, fph's mr290 autofeed humidification chamber. The event occurred during initial equipment set-up, prior to patient connection. No patient consequence was reported.

Manufacturer narrative:
Fisher & paykel healthcare ('fph') has been advised that following the incident, the subject mr850 humidifier was inspected with test results indicating that the device appeared to be functioning correctly. Fph is in the process of obtaining confirmation in respect of the tests performed via our (B)(4) representatives, as well as further detail in respect of the circumstances surrounding the event. We are further advised that a sample of the breathing circuit (medical innovations model 540ami1233) used in conjunction with the mr850 humidifier is currently en route to fph. This is not the actual breathing circuit connected with the event, but is of the same model. Fph's instructions for use that accompany the mr850 humidifier specifies in the 'warning' section as follows: "the use of breathing circuits, chambers or other accessories, which are not approved by fisher & paykel healthcare may impair performance or compromise safety." Our analysis of the incident is still ongoing. We will submit a follow-up report outlining details of our investigation upon receipt of additional information requested, and following completion of our analysis.